Event description:
Paramedics responded to a person, condition unknown. The device was connected to the pt for cardiac monitoring and external pacing while the pt was transported to the hosp. According to the reporter, while the pt was being removed from the rescue unit to the hosp emergency room, the device alarmed and would not pace the pt. Another device was called for and used. No adverse affects to the pt were reported as a result of the alleged malfunction.